Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation with pacing capture management in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 429878 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for unrelated medical reasons and during the in-patient visit, the device alarmed for low right ventricular (rv) lead and left ventricular (lv) lead impedance. It was noted the patient had chronic low impedance values and during the hospital visit, the values dropped below the impedance lower limit. At the same time, it was noted the patient had received defibrillation therapy from the cardiac resynchronization therapy defibrillator (crt-d) and it was questioned by the physician if the rv capture management had triggered an arrhythmia, which led to defibrillation therapy. The rv capture management and ventricular sense reponse (vsr) was programmed off at the physician's request. The patient had additional therapy prior to the testing and while the device was being reprogrammed. The crt-d, rv and lv lead remains in use. No further patient complications have bee n reported as a result of this event.